Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. An operating room surgical video was not available for analysis. From the analysis of the system database and the system oct recording there were no anomalies found and all settings and parameters of the system were found to be within acceptable limits. Analysis of system database video images confirmed that there was significant horizontal eye movement during the laser treatment. The system performed as designed; however, the cause(s) of the anterior tears are unk.

Event description:
It was reported that a patient who underwent anterior capsulotomy and lens fragmentation with the catalys system (system) subsequently experienced anterior capsule tears, which were noted during the surgical procedure to remove the cataract. It was noted that the patient exhibited movement during both the system oct integral guidance and laser treatment proceeding to a loss of suction at the patient interface during laser phacofragmentation. Initially the surgeon was unable to readily visualize the capsulotomy so trypan blue was injected for improved contrast. After injection of the trypan blue the surgeon pressed down on the capsule and noted the 3 anterior capsule tears that extended to the equator but did not extend to the posterior of the lens capsule. The surgeon subsequently performed a manual capsulorrhexis and the balance of the procedure was completed successfully. No add'l complications and/or medical intervention were reported.